Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 294 mg/dl. He retested using another meter and rec'd a reading of 94 mg/dl. The difference between the readings falls into the 'c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The meter and strips are to be returned for eval, and replacement products will be sent.